Event description:
Boston scientific received information that during the implant of this right ventricular lead, appropriate sensing and threshold measurements were observed. A few hours following implant, intermittent loss of capture was observed on telemetry on the rv lead. The device was interrogated and observed threshold measurements were approximately 2.5v. When the patient would roll-over or cough, intermittent loc was observed with outputs set to 5.0v. The physician elected to perform a revision procedure. The lead was ultimately explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. Blood penetrated the lead in these areas. During further analysis, no deviations were noted which might be related to the clinical observation. In particular, the values measured during the electrical analysis proved to be within the technical specifications. There was no sign of a material or manufacturing problem.